Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the ipg in months thereby the ipg became inoperable. The patient had surgery for ipg replacement with therapy restored post-operatively.